Manufacturer narrative:
The root cause of the customer's complaint could not be determined.

Manufacturer narrative:
Consumer stated they experienced a broken filling.

Event description:
Consumer called stating that they experienced a broken filling in their mouth while using the airfloss.